Event description:
It was reported that the device had an unexpected longevity and said that the device was at elective replacement indicator (eri), yet the measurement report said that the estimated longevity was an additional 21 months. Options will be discussed with the physician and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-52 lead implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
Correction: d4 product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site hybrid testing and evaluation demonstrated normal operation with nominal current drain levels and functionality. No hybrid anomalies were found. Off-site battery analysis determined no problems were found with the cell. If information is provided in the future, a supplemental report will be issued.

Event description:
The ipg was explanted.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.